Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual inspection of the catheter shows blood in the balloon, and in the exhaust connector. During functional testing two streams of bubbles were observed coming from the shaft and the system aborted treatment. Visual inspection of the shaft revealed a longitudinal indentation across the balloon and approximately 38cm down the shaft. The outer balloon has a 1.4cm rip at the distal end and a hole about 5cm from the distal tip. The fabric layer inside the inner balloon is intact. The shaft has two small holes located at 37cm and 48cm from the manifold strain relief. The holes in the shaft allowed blood to flow back through the stopcock and connector. Visual examination confirmed that all parts of the catheter are intact. A coil-reinforced sheath was used in the procedure. It has been determined that the most likely cause of the damage found throughout the balloon and shaft was an exposed metal coil on the sheath. It cannot be determined if the damage occurred during insertion or withdrawal of the catheter through the sheath. We were not able to confirm any defect on the sheath since it was not returned for analysis. Based on the data downloaded from the returned complaint inflation unit, the initial treatment cycle was successful. The scratches on the shaft were deep, but not all the way through the wall. Therefore, the system did not detect any leak during the initial run. The depth of the scratches could have increased during the first run, due to the exhaust pressure, and caused the tubing wall to eventually fail on the second treatment cycle. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause has been determined to be damaged caused by other device.

Event description:
Same case as MFR #: 2134265-2008-02442. It was reported that during a cryoplasty procedure a catheter leak occurred. The 80% stenotic lesion was located in the moderately calcified and mildly tortuous mid superficial femoral artery in the right leg. The physician advanced the .035 - 5x60mm polarcath catheter to the lesion without meeting any resistance. On the first inflation, when the system was half way through its cycle, the check catheter light came on, and air and blood came back through the sensors (connectors). The physician removed the device intact and then advanced a .035 - 5x40mm polarcath catheter to the lesion and on the first inflation experienced the same issue. There were no patient complications. The device was removed intact. The procedure was completed with a sds balloon catheter. Patient status is reported as "fine".